Event description:
It was reported the videoscope was really fuzzy.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d9, h2, h3, h6, h11. Corrected fields: b3 the device was returned to olympus for inspection, and the reported malfunction of the videoscope was really fuzzy was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: white residue on the air and water channel. Based on the results of the investigation, the probable root cause of the videoscope was really fuzzy was component failure. Olympus confirmed the device had foreign material, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device really fuzzy during set up / inspection for use. There were no reports of patient involvement.